Event description:
While performing bench repair service for the device, an authorized bench technician identified that the measured energy output for the capacitor fell outside of product specifications. There was no patient involvement.